Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer could not open the home screen when unlocking the pump and instead and instead a different area of the pump would open. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.